Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, there were broken wires in the belt receptacle wire harness. The cause of the test failure was the broken wires. The root cause of the broken wires cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A united stated distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.